Event description:
The customer reported that they were hospitalized for dka. It was informed that they woke up in the middle of the night and were vomiting. It was stated that the dr has not identified the cause of high bgs at the time of call. The customer was disconnected from the pump and treated with manual injections and insulin drip. The customer was reconnected to the pump and their bgs went up again. The customer changed the set. It was mentioned that they noticed that the cannula in the last set was bent. Troubleshooting was performed. The programming basal rates, times, bolus and alarm history were correct. The pump passed the functional testing and the insulin exited.